Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. There was cut in the insulation and deformed coil from the terminal pin which was induced during implant. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold. This rv lead was explanted. No additional adverse patient effects were reported.